Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that post treatment procedure the patient experienced revascularization. The patient presented with severe claudication in their right lower extremity. Vascular access was obtain via the femoral artery using an unspecified 6 -french sheath. A 7-french sheath was also placed in the distal right external iliac artery. The 100% stenosed, 8mm in length, de novo lesion was located in the right superficial femoral artery with a vessel diameter of 4.5mm. Initially, a non-bsc guidewire, an unspecified balloon catheter, and a rubicon support catheter could not cross the blunt occlusion in the distal sfa; therefore a truepath cto was used, this successfully crossed the device intraluminally, which was verified by pushing the rubicon catheter distal to the lesion and obtaining and angiogram at that level. Following this an unspecified bare wire and a non-bsc filter were placed in the distal right popliteal. The jetstream atherectomy was performed with jetstream navitus xc 2.1/3.0 with blades down and blades up, followed by adjunctive balloon angioplasty using a 4.0 x 120 mm unspecified balloon with 2 inflation yielding excellent angiographic results. There was slight haziness in the proximal right popliteal, which was also treated with inflation of a 4.0mm unspecified balloon. There was no embolization seen. A non-bsc closure system was attempted, but was not successful, and a non-bsc vascular closure system was deployed successfully with good hemostasis. Angiographic results showed < 10% residual narrowing, good flow down to the vessel and no distal embolization. The patient was discharged on aspirin and plavix. In (B)(6) 2015, the patient presented with months of recurrent right calf claudication. Examination revealed posterior tibial bilateral decreased pulse and rutherford class 3. Examination showed that the ankle brachial index (abi) on the right measured at 0.72 which was mildly reduced. Left abi was 1.03 which was normal. With exercise there was significant drop in the abi on the right down to 0.42 and mild drop on the left to 0.89. The segmental pressures and pulse volume recordings suggested the presence of disease in the right distal right sfa. There was also a suggestion of disease toward the distal left sfa. The patient underwent angiography with revascularization. In (B)(6) 2015, an orbital atherectomy to the proximal and distal lesion was performed. Following this, low pressure balloon dilation was carried on to the distal lesion as well as the proximal lesion using 4.0 mm balloons. These were done with prolonged inflation. A drug-coated balloon to the distal lesion using the 4.0 x 100 mm and a 4.0 x 40 lutonix drug coated balloon were deployed. The proximal lesion was also treated with the 4.0 x 100 mm lutonix drug-coated balloon. Following balloon dilatation there were excellent angiographic results at 0% residual narrowing, brisk flow down to the vessels and no dissection or embolization were seen. The following day the patient was discharged on aspirin and clopidogrel.